Manufacturer narrative:
(B)(4).

Event description:
Per the request of FDA, beckman coulter is filling a retrospective summary report of ise results obtained using the unicel dxc clinical systems from jan 1, 2007 through jan 5, 2010 period.